Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.